Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6) . Clarification to partial d6a implant date: 2010 was provided.

Event description:
Healthcare professional reported "rupture" confirmed via MRI and ultrasound. This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported right side "rupture" confirmed via MRI and ultrasound. Healthcare professional later reported "rupture" healthcare professional also reported "completely removed fibroadenoma" which is not device related. The device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 1832877: (B)(6): a25 no apparent adverse event. Device returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(6) material rupture.

Event description:
Healthcare professional reported right side "rupture" confirmed via MRI and ultrasound. Healthcare professional later reported "rupture" healthcare professional also reported "completely removed fibroadenoma" which is not device related. The device has been explanted and not replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, b5, b6, d6a, h6.